Manufacturer narrative:
Initial reporter name and address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reporting unknown side rupture. Explanted and replacement of device.